Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected. The current fill estimate on the pump showed 55 units, but the caller expected it to be 100 units. There was no adverse impact on the customer's blood glucose level reported. The caller completed steps to remove air from the cartridge but did not use room temperature insulin, for which technical support educated the caller. The caller acknowledged this information but chose not to load a new cartridge, opting to continue with the current one and follow up if necessary.